Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of heart attack in a patient (B)(6) who received poligrip advanced care gel (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes. Concurrent medications included diabetes medication and cardiovascular medication (heart medication). On (B)(6) 1999, the patient started poligrip (dental). In approximately 1999, at an unknown time after starting poligrip, the patient experienced heart attack. This case was assessed as medically serious by gsk. The patient was treated with unspecified heart medications. The dose of poligrip was reduced. At the time of reporting, the outcome of the events was unknown. Manufacturer's comment: (super) poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).